Event description:
It was reported during a pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. The versacross wire was inserted into the femoral vein. While advancing the wire through the vein, there was difficulty in advancing past an area. After some difficulty, the wire was advanced past the area and up into the superior vena cava (svc). Next, the faradrive was attempted to be advance over the versacross wire up to the svc but could not be advanced past the area where there was difficulty in advancing the wire. Upon continued difficulty, the physician decided to conduct an angiogram upon which it was discovered that there was a stenosis of the vessel in that area. In addition, it appeared that there was a dissection in the vessel around the area of the stenosis. Due to the stenosis and worries about bleeding, the physician opted not to continue the procedure. In the physician opinion, the tip of the versacross wire caused the dissection in the vessel. The patient was kept overnight and has been discharged. The device is expected to be returned for analysis. It appeared that there was difficulty while the versacross wire was first advanced in the vein. When the wire was removed from the body, a kink was noted in it. No medical or surgical interventions were taken.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.